Event description:
In 2002, the nurse caring for the patient stated that she had just put the patient back in bed and had opened their abdominal binder to change the patient's dressing, when she immediately obtained a yellow wrench alarm on the system controller. The nurse checked all the connections and noted no cables disconnected. While checking the connections the nurse observed a red heart alarm, and the pump stopped. The nurse immediately initiated hand pumping and called for help. The vad coordinator came in and changed to a new system controller, no alarms noted. Patient remained stable and placed on a fixed rate mode of 80bpm.